Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. Treatment was not reported. It was reported that the patient recovered from peritonitis. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Additional information: the date of the onset of peritonitis was unknown; however, it was reported that it occurred sometime over three years ago. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).